Event description:
When searching for a new glove product, I noticed the labeling contained misinformation or incomplete information that could lead to injury. The gloves are labeled as "thin" but doesn't provide any measurement of thickness or any qualification. For a medical exam glove this is potentially dangerous as I'm not sure if the product is adequate for my use. Https://shop.benco.com/product/5024-064/valugrip-thin-nitrile-latex-free-powder-.